Manufacturer narrative:
The handpiece was returned to the MFR for investigation. The investigator was unable to duplicate the customer's complaint of leaking oil. Preventative maintenance was performed on the handpiece and it was returned to the customer.

Event description:
It was reported that prior to surgery, the handpiece appeared to be leaking oil. The handpiece was taken out of service and another one was available for use. There was no pt contact.